Manufacturer narrative:
History: no clinical information is provided for the history. Apparently, the patient has a left subclavian artery stenosis at the origin. This was treated with a balloon expandable stent in (B)(6) 2010. Subsequent examination in (B)(6) 2010 revealed the stent to be fractured. This was treated with a second stent. Observations: three films of digital image images from the initial placement study in (B)(6) 2010 and a single cd-rom from (B)(6) 2010 are submitted for review. In the (B)(6) 2010 study, initial images show an arteriogram of the aortic arch. There is a type 2 aortic arch. The brachiocephalic and left carotid artery origins are widely patent. There is focal high-grade or critical stenosis of the left subclavian artery at its origin. This is secondary to heavily calcified eccentric plaque. A catheter is advanced beyond this high-grade stenosis and remainder of the left subclavian artery and left axillary artery are within normal limits. Subsequent images show placement of a balloon expandable stent within the left subclavian artery. On initial images, a significant waist is seen consistent with the heavily calcified plaque. Upon complete stent deployment there is an excellent angiographic result with restoration of a normal flow lumen. A single noncontrast image of the stent shows the stent to be well deployed and no evidence of fracture. Images from subsequent angiogram study performed on (B)(6) 2010 demonstrate fracture of the left subclavian artery stent in its mid segment. The site of the fracture is at the site of the heavily calcified eccentric plaque. The stent fragments are separated. A tiny flow lumen remains through this segment or artery. The more proximal segment appears to have migrated towards the aortic lumen when compared with previous study. Images of the left upper arm show no evidence of the dissection or distal embolization. Subsequent images are from (B)(6) 2010. At this time, dual access has been achieved. There is access in the left brachial artery as well as access from the femoral approach. A guidewire advanced through the brachial sheath is snared from the femoral approach and successful traversal of the two fracture fragments is achieved. A second stent is then deployed across the two fractured portions and extends distally into the post vertebral left subclavian artery. The final dsa images show restoration of a normal flow lumen through the prevertebral left subclavian artery. Flow is maintained in the left vertebral artery and left internal mammary artery. Impression: this case involves a patient undergoing endovascular treatment of a left subclavian artery high-grade stenosis at its origin. The stenosis is secondary to a densely calcified, eccentric plaque. In (B)(6) 2010, a balloon expandable stent was deployed in the left subclavian origin and an excellent result was achieved. Nevertheless, 3 months later the stent was noted to be fractured. This required placement of a second stent across the fracture components of the first stent and an excellent final result was achieved. A definitive correlation between the clinical exam and product malfunction cannot be determined from the information provided. It appears most likely that the etiology of the metal fatigue in this case is secondary to adjacent heavily calcified eccentric lesion producing significant extrinsic stress on the stent. The great vessel origins are also sites of significant pivotal stress during each heart beat which can also lead to metal fatigue as well. Stent fracture is a well documented potential complication of stenting heavily calcified lesions of the great vessel origins. In this case, the treating physician handled the complication correctly with an endovascular approach and placement of a second stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0608005 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process.

Event description:
3 months after stent placement in the subclavian the patient returned to the hospital for an ankle fracture. She was complaining of loss of pulse in her left hand as well. Upon further inquiry, it appeared she lost the pulse a few weeks after the initial intervention but did not have frank ischemic changes. Doppler us was performed indicating restenosis of the left subclavian artery. Angiography was performed from the groin which demonstrated the stent fracture and caudad migration of the proximal fracture fragment into the arch of the aorta. Approximately 60-70% of the proximal fragment was now extending into the arch. The distal fragment appeared unchanged in position. Restenosis was demonstrated. The patient underwent a second angiogram combined with the vascular surgeon who obtained access at the brachial artery as well as access at the left groin. A long wire was then introduced with captured in the aorta such that control of the wire was obtained at both sites. The stenosis was predilated and a covered stent was deployed. Completion angiogram revealed good flow in the left subclavian, vertebral and brachial arteries. During the initial treatment, a diagnostic and therapeutic angiogram revealed a subtotal occlusion of the proximal left subclavian artery. The lesion was crossed and pre-dilated using a 4mm x 2cm balloon. Through a guiding catheter the 7mm x 29mm stent was delivered and deployed with approximately 3mm extending in the partially calcified arch. The balloon was inflated to 12 atm and there was no post placement angioplasty. The stent was position with the "straight" portion of the subclavian artery. There was no further intervention and completion angiogram demonstrated restoration of antegrade flow in the subclavian and vertebral arteries.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.